Manufacturer narrative:
According to available information, this device was removed, replaced and returned for analysis. Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. All setscrews moved freely and functioned properly. A series of electrical tests was also performed, and again, normal device function was observed. Analysis could not confirm the reported clinical observation and concluded this device met specification.

Event description:
Boston scientific received information that during a routine replacement procedure for this implantable cardioverter defibrillator, a review of the data revealed shock impedance measurements of the chronic right ventricular lead had increased since implant. When this device was disconnected from the lead, visual inspection revealed the proximal coil setscrew was not tight. It was unknown whether the proximal setscrew was broken or had not been tightened at implant. No adverse patient effects were reported.